Manufacturer narrative:
The affected product has been received. And the investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
It was reported, that the device had broken barrel clamp. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had broken barrel clamp. There was no patient involvement.

Event description:
It was reported that the device had broken barrel clamp. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, front cover, rear case, lt/rt handle, latch module, tube drive, sleeve drive, wiper seal and lt/rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 06/25/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the assy clamp barrel insert molded. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: fi-2017-0015 for syr gripper not auto closing. CAPA #: 1604765 for syr rear case.